Event description:
Customer's mother reported her son has been experiencing low blood glucose episodes. She already called earlier for troubleshooting customer's insulin pump and it is working as designed. Last night, customer's blood glucose was 27 mg/dl. When customer's blood glucose gets low, he gets violent. While low, customer tried breaking into the house and ended up breaking bones in his arm and knuckles. Customer was admitted to the hospital for the injuries. His blood glucose was 27 mg/dl when admitted. Customer is very sensitive to insulin and his basal rates have been adjusted, but customer still has low episodes. Customer's mother asked for assistance setting customer up to use sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.